Manufacturer narrative:
Approximate age of device ¿ 38 days. Device evaluation: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 15.5 inches from the pump housing and the distal portion of the dl was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon disassembly of the pump, examination of the proximal-side of the rotor revealed a thrombus formation surrounding the inlet bearing ball. This thrombus revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the it developed on the inlet bearing ball over an undetermined amount of time while (B)(4) was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. During evaluation of the returned pump, thrombosis was observed. No further information was provided.